Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced on disability now due to severe bowel problems stemming from last hernia, small bowel entrapment, defective device, mental and physical pain, disability, loss of enjoyment of life, mesh failed, mesh migration, adhesions, recurrence, and small bowel obstruction. Post-operative patient treatment included mesh revision, hernia repair with new mesh, mesh removal, tap block, separation of components, small bowel resection, appendectomy, robotic laparoscopy, hernia repair, release of small bowel obstruction, laparoscopy converted to exploratory laparotomy, lysis of adhesions, excision of posterior rectus sheath, and small bowel resection with primary anastomosis.

Manufacturer narrative:
(Patient codes, ime e2402:small bowel entrapment, ileus, labs abnormal for hemoglobin;hematocrit, protein calorie malnutrition). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced on disability now due to severe bowel problems stemming from last hernia, small bowel entrapment, defective device, mental and physical pain, disability, loss of enjoyment of life, mesh failed, mesh migration, adhesions, recurrence, small bowel obstruction, ileus, fluid collection, seroma, constipation, fascia dehisced, inflammation, reactive soft tissue, labs abnormal for hemoglobin; hematocrit, tenderness, nausea, vomiting, abdominal pain, ischemic & necrotic small bowel, bloody serosanguinous fluid in abdomen, acute blood loss anemia, hemorrhage, electrolyte imbalance, & protein calorie malnutrition. Post-operative patient treatment included mesh revision, hernia repair with new mesh, mesh removal, tap block, separation of components, small bowel resection, appendectomy, robotic laparoscopy, hernia repair, release of small bowel obstruction, laparoscopy converted to exploratory laparotomy, lysis of adhesions, excision of posterior rectus sheath, small bowel resection with primary anastomosis, x-ray, CT scan, pt, use of jp drain, drainage of seroma, multiple hospitalizations, ng tube placement, oral antibiotics, IV antibiotics, drainage of serosanguinous fluid, blood transfusion, IV iron, & electrolyte repletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced defective device, mental and physical pain, disability, loss of enjoyment of life, mesh failed, mesh migration, adhesions, recurrence, and small bowel obstruction. Post-operative patient treatment included mesh revision, removal surgery, and appendix removal.